Event description:
Per the audiologist, the patient has a decrease in performance. The results of an integrity test (B) (6), 2009 indicated no evidence of malfunction of the receiver/stimulator however; electrode array tests indicated electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report december 14, 2009.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.